Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in the cvicu on three pressors on the vent experiencing multiple pi events. The patient had hemodynamic instability and was given an increase in pressors. Patient remains in the ICU. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the cause cannot be conclusively determined through this evaluation, the center reported that the low flow and pi events were related to hypotension. Treatment was provided and no further alarms have been reported at this time. The controller event log file contained data spanning from on (B)(6) 2019 at 21:10:20 to on (B)(6) 2019 at 07:59:24, per the timestamp. Low flow events were captured on (B)(6) 2019, beginning at 03:42:13. The low flow events occurred when the estimated flow was calculated to be below the threshold of 2.5lpm. A single low flow event persisted for 10 seconds or more, activating a low flow alarm. A total of 121 pi events were also captured throughout the log file. No other notable alarms were recorded, and the system appeared to have been operating as intended. It was reported that the patient was on 3 vasopressors and on a ventilator in the cardiovascular intensive care unit (cvicu). The account communicated that the low flow and pi events were due to hypotension. The patient¿s vasopressors were increased, and they remained under observation in the cvicu. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. The IFU describes all system alarms and the recommended actions associated with them. Speed, power, flow, and pulsatility index are also discussed in the IFU. No further information was provided. The manufacturer is closing the file on this event.